Event description:
Rptr indicated a vns pt was experiencing intolerable painful neck stimulation and increased seizures. The seizure level is at pre-vns baseline levels. X-rays reviewed by the MFR did not identify any obvious lead discontinuities. A surgery consult has occurred but no surgery date has been set.

Manufacturer narrative:
Results: x-rays reviewed by the MFR; no gross lead discontinuities visualized.